Manufacturer narrative:
Analysis of the ipg (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturers representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had premature battery depletion. The rep reported that the battery depleted after 6 months. The battery life and impedance was checked twice. The rep reported that the battery life was 0-1 months on both readings, so the physician decided to replace the battery. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.